Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a hemoglobin of 5 g/dl and hematocrit of 17%. On (B)(6) 2019 the patient underwent an egd and found cameron's ulcer with multiple erosions and hiatal hernia (mobile). The patient was placed on proton pump inhibitors (ppi) for six weeks. The patient also experienced a pull on their drive line in the emergency department with pain and the velour was showing. Cultures were positive for gram cocci in pairs. The patient was given doxycycline and uplisted to status 3 on the transplant list for infection times two weeks. The patient also recently had a right heart catheterization with poor results. No further information was provided.

Manufacturer narrative:
Section d4 and h4: additional information: manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas could not be conclusively established. The patient remains ongoing on heartmate ii lvas and no further related issues have been reported at this time. The heartmate ii lvas IFU lists bleeding and driveline infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was transfused while hospitalized. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.